Event description:
The following has been reported: "customer reporting software error code 15. No adverse reactions reported." Error 15 is described by the technical manual as a secondary microcontroller communication issue. Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.